Manufacturer narrative:
H6: investigation summary three open 32g x 4mm pen needle samples from lot. No. 8297646 and nineteen sealed 32g x 4mm pen needle samples from lot. No. 0036238, cat. No. 320136 along with four photos were returned. A clog test was carried out on all returned samples as per tp700483 an no issues were observed. A lot history review was carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that prior to use with a bd pen ndl 32ga 4mm 3 needles clogged with an unknown lot#, 2 were clogged with lot# 8297646, and 17 with lot# 0036238. The following information was provided by the initial reporter, translated from japanese to english: when several clogged needles were found, the customer stopped using remaining products in stock.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8297646. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-24. Medical device lot #: 0036238. Medical device expiration date: 2025-02-28. Device manufacture date: 2020-02-05. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd pen ndl 32 ga 4 mm 3 needles clogged with an unknown lot#, 2 were clogged with lot# 8297646, and 17 with lot# 0036238. The following information was provided by the initial reporter, translated from (B)(6) to english: when several clogged needles were found, the customer stopped using remaining products in stock.